Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 4:26 pm. She obtained a glucose result of 269 mg/dl on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. The patient stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue on (B)(6) 2012, at 4:26 pm she took her usual dose of medication for such a result, 5.3u of humalog. She claimed 1 hour and 13 minutes after the alleged issue started, she felt warm, shaky, nervous and confused. In response to her symptoms, on (B)(6) 2012, at 5:39 pm she reportedly self treated with food and/or drink. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. While troubleshooting, the control solution test was performed and it passed successfully. Replacement products were sent to the patient. The patient's products have been returned and evaluated by lfs product analysis with the following findings: the meter (testing completed on (B)(6) 2012) and test strips (testing completed on (B)(6) 2012) involved in this case have passed all testing with no faults found. The complaint was not confirmed. (B)(4). This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient's products have been returned and evaluated by lfs product analysis with the following findings: the meter (testing completed on (B)(6) 2012) and test strips (testing completed on (B)(6) 2012) involved in this case have passed all testing with no faults found. The complaint was not confirmed. (708) the 510(k) # is k061118.